Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 1.20mm x 8mm emerge balloon catheter was advanced for dilation, however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.